Manufacturer narrative:
The customer reported that vitrectomy was not working while using the system. The vitrectomy was completed after replacing the system with a backup system. The company service representative examined the system and found an air leak from the pneumatic manifold and blocked moisture filters. The pneumatic manifold printed circuit board (pcb), the oil/air field, and air dryer filters were replaced. The system was then tested and met all product specifications. The system was manufactured on november 16, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a leak from the pneumatic manifold as well as a nonconforming oil/air filter and air dryer filter. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the patient experienced a posterior capsular tear during a cataract with intraocular lens (iol) procedure. An anterior vitirectomy was needed however the vitrector did not work. The standby system was used to complete the procedure.